Event description:
It was reported the right atrial (ra) lead was difficult to fixate. It was discovered that the catheter was kinked outside the access site which made it difficult to torque the ra lead. When removing the catheter the helix of the ra lead was stuck and the physician "used a lot of torque and manipulation to remove it". The ra lead was not used. The catheter was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Primary analysis results revealed no anomalies. The poximal conductor was distorted, blood was in/on the helix, the lead was stretched and there was implant damage. (B)(4) the catheter was analyzed and was found to be kinked. The analyst noted that the tip is torn as if caught on something and was damaged at implant. The catheter was slit and there was blood visible on the catheter.